Event description:
It was reported that oversensing, noise, and pacing inhibition were observed. The patient was experiencing diaphragmatic stimulation. The pocket was opened and the rv and lv leads were reversed in the connector header to alleviate the stimulation and to allow lv pace/sense only. Both leads remain implanted.

Manufacturer narrative:
No medwatch form was received. Competitor.